Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, the patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced increased redness and clear drainage with little blood and pus on the gauze. There was no odor to the drainage, no increased tenderness or swelling, and no fever. The patient visited a local physician who stated everything was fine. The spouse reported that the patient visited a physician and was prescribed oral keflex. On (B)(6) 2018, the patient visited a physician and the stoma infection had resolved.